Event description:
Customer had patient that was positive for troponin I (tni) on triage cardiac panel, but lab analyzer and other reference method was negative. Patient discharged home. Customer experienced discrepancy in tni results on a patient that was subsequently discharged home based on lab results. Sample to be returned for investigation. Falsely elevated tni results can lead to unnecessary invasive procedures or medication.

Manufacturer narrative:
The client's observation of high tni on triage cardiac and low tni on a secondary method was confirmed by product support (ps) in-house testing. Product support (ps) received samples from the client, and tested them against triage cardiac devices as well as against a secondary test platform, beckman access ii. Ps observed high recovery of tni on triage (1.8 ng/ml) relative to the secondary beckman test (0.03 ng/ml). The samples were also treated for hama antibody interference. Significant decreases in tni recovery were observed on the triage product with treated samples (0.77 ng/ml). The data confirmed sample-specific hama antibody interference of sample with triage. Manufacturing document review indicated no issue with tni recovery. Ps determined high tni was related to hama antibody interference. No corrective action was required as no product deficiency was established.